Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded motor home switch. Unit received missing display window cover, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the a red x was on the insulin pump's display. It was reported that insulin pump was neither dropped nor bumped. It was also reported that there was a motion sensor test failure alarm prior to the critical pump error. The insulin pump will be returned for analysis.